Manufacturer narrative:
(B)(4). Age at time of event: 18 years old and above. (B)(4).

Event description:
It was reported that the rotawire got stuck in the lesion, fractured and remained in the patient's body. The 90% stenosed 3.5mm x 30mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A rotawire and wireclip torquer was selected for use. The rotawire was advanced to the lesion and a 1.25mm burr was advanced over the wire. Rotational testing was performed at 200,000 rpm outside of the patient with continuous movement. During advancement of the burr into the patient, it was noticed that approximately 2.5cm of the spring tip was separated. The physician noted that during rotation testing outside of the patient, the wire was stuck in the distal lcx, the wire twisted and separated. A new rotawire extra support was used to complete ablation in the left anterior descending (lad). The physician then tried to retrieve the detached wire but the attempt failed due to severe stenosis. The physician decided to keep the patient under observation. No further patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken at 326cm from the proximal section. The spring tip was not returned. The device has the body kinked in the proximal section and in the middle of the device. Overall length and outer diameter of distal couldn't be measured due to the device condition. Outer diameter near the broken section, middle of the device and proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the rotawire got stuck in the lesion, fractured and remained in the patient's body. The 90% stenosed 3.5mm x 30mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A rotawire¿ and wireclip¿ torquer was selected for use. The rotawire was advanced to the lesion and a 1.25mm burr was advanced over the wire. Rotational testing was performed at 200,000 rpm outside of the patient with continuous movement. During advancement of the burr into the patient, it was noticed that approximately 2.5cm of the spring tip was separated. The physician noted that during rotation testing outside of the patient, the wire was stuck in the distal lcx, the wire twisted and separated. A new rotawire extra support was used to complete ablation in the left anterior descending (lad). The physician then tried to retrieve the detached wire but the attempt failed due to severe stenosis. The physician decided to keep the patient under observation. No further patient complications were reported and patient's status is stable.